Event description:
It was reported that during a generator change procedure, the physician observed high out of range shock impedances when the new cardiac resynchronization therapy defibrillator (crt-d) device was connected to the right ventricular (rv) lead. Testing was performed revealed possible connection issue. The physician applied mineral oil to the pin and reconnected the device and rv lead. The issue was resolved as shock impedances measurements were stable within normal limits (wnl). No additional adverse patient effects were reported. This crt-d and rv lead remain in service.